Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified right coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter turned on inside the guide and wrapped around itself, preventing it from reaching the vessel before exiting the guide. The physician was able to remove the device from the patient intact. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Corrected d1: opticross to opticross hd. Corrected d4: lot number from unk to 0033516502. Corrected d4: expiration date from unk to 02/26/2025. Corrected g1: manufacturing site. Corrected h4: device manufacture date from unk to 02/27/2024.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified right coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter turned on inside the guide and wrapped around itself, preventing it from reaching the vessel before exiting the guide. The physician was able to remove the device from the patient intact. The procedure was completed using an alternate device. No patient complications were reported.